Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of contour next usb meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next usb meter for evaluation. The returned meter was tested with the in-house contour next test strips, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour next usb meter and no manufacturing anomalies were found.